Event description:
It was reported that the "nurse on the night shift found that the patient's iabp balloon inflatable catheter had a small amount of bloody fluid outflow, and reported to the on-duty physician, immediately. Dr. Considered balloon rupture, immediately stopped the balloon counterpulsation, pulled out the balloon catheter, local compression to stop bleeding, and then applied pressure bandage". As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for blood in the helium pathway was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "nurse on the night shift found that the patient's iabp balloon inflatable catheter had a small amount of bloody fluid outflow, and reported to the on-duty physician, immediately. Dr. Considered balloon rupture, immediately stopped the balloon counterpulsation, pulled out the balloon catheter, local compression to stop bleeding, and then applied pressure bandage". As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only. Other remarks: n/a corrected data: n/a

Event description:
It was reported that the "nurse on the night shift found that the patient's iabp balloon inflatable catheter had a small amount of bloody fluid outflow, and reported to the on-duty physician, immediately. Dr. Considered balloon rupture, immediately stopped the balloon counterpulsation, pulled out the balloon catheter, local compression to stop bleeding, and then applied pressure bandage". As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".